Event description:
Meter name: ot basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage. Unknown. Symptoms: none. A patient reported that the pt recently left the hospital due to improper dosage of insulin. Their meter was malfunctioning. The result on their meter was 514 mg/dl. The result on the hospital meter was unknown. The time difference between patient's meter and hospital meter was none. Treatment was unknown. No further information has been reported.